Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's battery to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. It was determined that the cause of the reported issue was due to the failed/faulty battery.

Event description:
The customer contacted stryker to report that their device would not provide voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not provide voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.